Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2024. Additional information: h6 (health effect impact code). Corrected information: d1, d4, h6 (medical device problem code). The following information was received: after investigation, the product information should update to be 9702h/lot tcbdxs, and the report issue should update to be suture split. After investigation, the specific age and gender of the patient were unknown, and the patient underwent surgery in hospital due to complex congenital heart disease on (B)(6) 2024 (the specific patient's diagnosis and surgical name were unknown). The surgeon used 9702h to perform the sewing of myocardial incision in the way of continuous suturing. During the suturing, it was found that the suture split (the specific split site and condition was unknown). Therefore, a new suture (the specific product information was unknown) was immediately replaced for sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 5 minutes. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/23/2024. Corrected information: d1, d4, h6 (medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the normal suturing process, the suture experienced drawing and was almost broken. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of this event? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/17/2024 .review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following additional information was requested, but unavailable: * were there any patient consequences as a result of this event?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.